Manufacturer narrative:
Continued e1. Phone: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "periprosthetic shell: stage 4: the breast is very hard in consistency, deformed, and painful to the touch". This record is for the "left" side. Device has been explanted.